Manufacturer narrative:
Alleged failure: customer reported the light source would not turn back on after putting it in standby. The auto light icons on both devices were flashing. Tried turning off and on again but light source still wouldn¿t turn on. ***update*** the procedure was completed successfully after a 5min delay. The customer switched to another light source. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a non working safe light cable, not fully seated light cable, user error, loose connection between ccu to light source. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.